Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on neo iris instrument serial number (B)(4); no errors had been noted during the testing. The immucor internal record number for this report is (B)(4). .

Event description:
On (B)(6) 2019 a customer reported a correlation discrepancy on a neo iris instrument. On (B)(6) 2019 additional information was reported that characterized the event as unexpected negative screening results on a neo iris instrument.